Manufacturer narrative:
Additional info: a4, a5a, a5b, b2 (added disability and hospitalization), b5, b6, b7, d1, d4 (expiration date, lot #), d8, e1 (facility name, street, city, region, postal code), h4, h6 (updated all codes, added patient codes, imf codes, device codes and ime e2402: "abnormal wbc and lactate, failure of posterior rectus sheath"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced fluid distended stomach, fluid collection, hematoma, abnormal wbc and lactate, nausea, seroma, defective mesh, pain, suffering, inflammation, adhesions, mesh migration, mental pain, disability, impairment, mesh failure, loss of enjoyment of life, bowel obstruction, recurrence, failure of posterior rectus sheath and abdominal pain. Post-operative patient treatment included CT scan, x-rays, hospital admission via ed, IV fluids, ng tube, advancing diet, antinausea/antiemetic medications, pain medication, mesh revision, revision surgery, mesh removal, hernia repair with new mesh, and exploratory laparotomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced bowel obstruction, recurrence, abdominal pain, and failure of posterior rectus sheath. Post-operative patient treatment included revision surgery, mesh removal, hernia repair with new mesh, and exploratory laparotomy.